Manufacturer narrative:
Surgeon thought the rods looked small when implanting. The surgeon checked the diameter and saw 5.5mm written on the rods instead of the expected diameter of 6mm. Both rods were implanted. According to company representative surgeon did not bend the rods in surgery (even though the pre-bent rod profile is different from the planned rod profile). Rods with a diameter of 5.5mm were implanted instead of 6.0mm: the diameter has no impact on the patient. The choice of diameter is related to the surgeon's preference. The 5.5mm diameter rod is not less resistant to physiological forces no matter the size of the patient. The surgeon saw the 5.5mm marking on the rods and wanted to implant them: no risk. Different pre-bent rod profile from planned rod profile: the surgeon chose to use the rods with a different pre-bent rod profile because they allowed the surgeon to obatin a correction of the spinal deformity in terms of satisfactory lordosis (pi-ll <10 deg, pt <25 deg and sva <40mm) the patient is doing well and there are no adverse effects due to the incorrect rod diameter and rod profile. After verification, the initial planned rods (6.0mm) were exchanged with 5.5mm rods for another surgery. The 6mm rods were never sent because the surgery of the previous surgery was cancelled. The implants were transferred to the quarantine area of medicrea international. The mix up tool place at the time of shipment. The operator performs a double check at two different times. Before the case, the distributor checked the stickers and labels and everything was labeled correctly. He did not check the rods planned for the current patient.

Event description:
Surgeon thought the rods looked small when implanting. The surgeon checked the diameter and saw 5.5mm written on the rods instead of the expected diameter of 6mm. Both rods were implanted. According to company representative surgeon did not bend the rods in surgery (even though the pre-bent rod profile was different from the planned rod profile).